Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). ¿ problem statement: customer reported: system is leaking fluid. ¿ manufacturing defect trend: there are (B)(4) qns related to the reported issue. Date range (date of incident to 12 months back) from 29sep2020 to date 29sep2021 (rolling 12 months). ¿ complaint trend: there are (B)(4) complaints related to the reported complaint. Date range (date of incident to 12 months back) from 29sep2020 to date 29sep2021 (rolling 12 months) . ¿ investigation result / analysis: per work order information: cleaned pump and replaced miniwash assembly. No other information available ¿ service max review: review of related work order# (B)(4). Install date: (B)(6) 2010. Defective part number: 334297 ¿ miniwash assembly. Work order notes: o subject / reported: system leaking. O problem description: wash station pump clogged. O cause: clogged wash pump. O work performed: replaced wash station pump. O solution: replaced wash station pump. ¿ returned sample evaluation: did not request return of defective material. ¿ manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ risk analysis: o risk management file part #100245ra, revision 02 was reviewed. O hazard(s) identified? Yes no. ¿ hazard ID: 3.1.29 _. ¿ hazard: environmental biohazard. ¿ severity: 5. ¿ probability: 1. ¿ risk index: 5. O implementation: bd facs sample prep user¿s guide__. O risk control:_alarp_____ o mitigation(s) sufficient yes no. ¿ root cause: based on the investigation result and the work order information the root cause was clogged wash pump . ¿ conclusion: based on the investigation results and the work order information the complaint was confirmed for the leaking fluids.

Event description:
It was reported that while using bd facs sample prep assistant iii there was leakage of biohazard. The following information was provided by the initial reporter: the spa iii has expired, already knows (no case in the system) and orders a pump to then exchange it. Lots of blood leaked from the device, nobody had direct contact with it (ppe was worn).

Event description:
It was reported that while using bd facs sample prep assistant iii there was leakage of biohazard. The following information was provided by the initial reporter: the spa iii has expired, already knows (no case in the system) and orders a pump to then exchange it. Lots of blood leaked from the device, nobody had direct contact with it (ppe was worn).

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.